Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 1627487-2019-02332, 1627487-2019-02334, 1627487-2019-02335. Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy and the issue has resolved.

Event description:
Device 2 of 4. Reference MFR report # 1627487-2019-02332. Reference MFR report # 1627487-2019-02334. Reference MFR report # 1627487-2019-02335. It was reported that during an ipg replacement on (B)(6) 2019, the leads were found to have high impedances. Physician partially inserted the leads into the ipg and completed the procedure. The leads may be pending surgical intervention to resolve the issue.